Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to customer's blood glucose level. Customer addressed the issue by changing the infusion set and cartridge before resuming insulin therapy.